Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A study coordinator reported a study patient with hazy vision following bilateral intraocular lens (iol) implant surgeries. It was reported that the event is not related to the device, but rather to residual refractive error after surgery. Additional information has been requested. There are two medical device reports associated with this event, this report is for the fellow eye.